Manufacturer narrative:
This supplemental is being filed to correct the number of malfunction events to 31.

Event description:
This report summarizes 31 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, steer difficult to engage/disengage, or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 23 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices were not evaluated, as the issues were identified and resolved during troubleshooting calls between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 26 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, steer difficult to engage/disengage, or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
One of the devices that was originally reported during troubleshooting calls was evaluated in the field, but the issue was not confirmed. No defect or malfunction was found.

Event description:
This report summarizes 26 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, steer difficult to engage/disengage, or brakes cannot be engaged. There was no patient involvement.